Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a neuron max 6f 088 long sheath (neuron max), a non-penumbra large bore catheter (lbc), and a guidewire. During the procedure, the physician advanced the lbc, guidewire, and velocity to the face of the clot. Next, the physician decided to remove the guidewire and velocity to initiate aspiration; however, while removing the velocity and guidewire out from the lbc, the physician experienced resistance and the velocity broke into two separate pieces at the proximal end. Therefore, the physician removed the lbc containing the remaining broken distal piece of the velocity out from the patient. The procedure was completed using a new velocity, same neuron max, same lbc, and guidewire. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a proximal shaft fracture. If the velocity is retracted against resistance at an extreme angle, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed ovalization at the distal tip. This damage typically occurs if the device is inadvertently gripped or pinched during use. This damage is incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.